Manufacturer narrative:
(B)(4) initial report additional information, including the device lot code, a detailed patient outcome and details of any implications to the surgery has been requested in order to progress with the investigation, and if received, will be provided in a supplemental report upon completion of this investigation. Upon receipt of the appropriate device details, the relevant device manufacturing records shall be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
The thread of a rtk+ introducer is broken.

Manufacturer narrative:
(B)(4) final report based on additional information received from the initial reporter, this case is not considered reportable. No ae has been reported, the malfunction is identifiable and surgery can still be completed successfully without this device. There was no delay in surgery and no impact to the patient. Therefore, corin now consider this case closed. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
The thread of a rtk+ introducer is broken. Please note: this event was originally reported due to information provided from the initial reporter on 04 apr 2018 which stated that surgery was delayed and that the patient had been called in for unscheduled check ups. Following submission of our initial report on 04 may 2018 corin has received additional information to state that there had been an error in the original report submitted to corin and that the surgery was not delayed and the patient was doing well. Based on this additional information, the case is deemed not reportable.